Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ii) device following a diagnostic procedure. It was reported the operator used excellent technique. The patient's pulses were considered weak quality pre-procedure. Immediately post-procedure the pulses were detectable via doppler. The patient complained of paresthesia and a cool foot. The patient was observed and consulted by a vascular surgeon. Four hours post-procedure the patient was taken to surgery. The surgeon reported "pristine perclose placement, a slightly small vessel but no perclose issue." A small portion of the artery was excised including the suture and an end to end anastomosis was performed. The patient was reported to "recover well." There were no reports of further adverse paitent sequelae.